Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 1140 bite-gard molar bite block for investigation. Visual examination of the returned sample revealed that the white handle was broken. The observed damage is indicative of breaking during use. The returned sample appeared used as there was biological material present on the device. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the white handle was broken. The observed damage is indicative of breaking during use, but the exact root cause could not be determined. A device history record review was performed with no evidence of a manufacturing related cause. Teleflex will continue to monitor and trend on this issue.

Event description:
It was reported that the green part of the bite-gard block snapped off in the patient's mouth when trying to remove it for pac. The white part also separated, and the green portion became stuck in the patient's mouth. Sedation and the use of inotropes was required to remove the block with forceps. Additional information indicated that the bite block was in place as the patient was biting down, so sedation was necessary to relax the patient's mouth and retrieve the block. A propofol bolus was administered for sedation, and noradrenaline was started to offset the hypotensive effects of propofol, which was discontinued once the effects wore off. There was no injury to the patient, and the patient's outcome was unaffected by this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the green part of the bite-gard block snapped off in the patient's mouth when trying to remove it for pac. The white part also separated, and the green portion became stuck in the patient's mouth. Sedation and the use of inotropes was required to remove the block with forceps. Additional information indicated that the bite block was in place as the patient was biting down, so sedation was necessary to relax the patient's mouth and retrieve the block. A propofol bolus was administered for sedation, and noradrenaline was started to offset the hypotensive effects of propofol, which was discontinued once the effects wore off. There was no injury to the patient, and the patient's outcome was unaffected by this event.